Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated that the insulin pump was exposed to CT scans and mris. Customer is receiving battery alarms. Customer also stated that there was a hospital visit due to high blood glucose. Customer's blood glucose at the time of the event was 436 mg/dl. Displacement test passed. Check alarm history, low reservoir, empty reservoir and battery out alarms. Advised that insulin pump will be replaced. Nothing further reported.